Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. The restart occurred intermittently and only on drained battery. No restart observed on ac power. The battery was charged and the restart issue resolved. No parts were replaced.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition, post timer 24v failure. No patient involvement / harm.